Event description:
A surgeon's secretary reported that an intraocular lens (iol) which was implanted a number of years ago needs to be removed because it has developed brown spots across the optic. In a follow up with the surgeon (who was not the implanting surgeon), it was reported the patient's best corrected visual acuity has been noted to decrease over the past year. No additional information is anticipated. There are two medical device report associated with this event. This report is for the left eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information was requested and received. No additional information is anticipated. (B)(4).